Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips were found to be broken when opened the cartridge. It happened again on another cartridge so that the third one was used for the laparoscopic cholecystectomy.

Event description:
It was reported that clips were found to be broken when opened the cartridge. It happened again on another cartridge so that the third one was used for the laparoscopic cholecystectomy.

Manufacturer narrative:
Qn#(B)(4). The customer returned 1.5 loose clips from cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The packaging and lidstock were also returned. The cartridge was not returned. All loose clips were returned broken in half at the hinge. The clips were visually examined with and without magnification. The clips broken at the hinge appear used as there is biological material present. It could not be determined exactly how or what caused the clips to break in half at the hinge. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clips broken in package" was confirmed based upon the sample received. 1.5 loose clips were returned loose. All loose clips were returned broken in half at the hinge. R & d was consulted and it could not be determined exactly how or what caused the clips to break in half at the hinge. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.